Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device could not be interrogated despite the use of three programmers and extensive troubleshooting. Additionally, magnet application did not elicit tones. It was noted that a remote transmission from the previous night had no warnings and device function was within normal limits. The patient was undergoing radiation treatments due to facial cancer. A boston scientific technical services consultant documented and discussed the reported clinical observations. The consultant informed the caller that the patient could continue with the treatments but would need to make a decision regarding device replacement. No adverse patient effects were reported.